Manufacturer narrative:
H3 - device evaluation: lens was returned dry, stuck on tape. Visual inspection found residue on the lens and the lens was returned coiled and unabled to be evaluated. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. An injector, cartridge, and injector system work order search was performed. No similar complaint type events found. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, the lens tore. This occurred on (B)(6) 2019. There was no patient contact with the lens. Reporter states the cause of the event is unknown as normal loading procedure was followed.